Event description:
It was reported that the user disconnected from the ilet pump for most of the day due to activity and later experienced difficulty pairing the freestyle libre 3 plus sensor with the pump, which resulted in the continuous glucose monitor (cgm) not being paired. Symptoms included no reported adverse clinical effects. Outcomes included resolution after the user rescanned the sensor in the ilet app and was advised to wait for readings, with troubleshooting and education completed. Investigation of this case revealed that the cgm pairing failure was resolved through rescanning, indicating a transient connectivity issue without device damage. It was concluded, based on previously established findings for similar reports, that user and connectivity factors were the likely cause.